Manufacturer narrative:
(B)(4). The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection noted that the rv df-4 septum was damaged and the set screw was completely backed out from the set screw threads. Septum material was identified inside the set screw hex cavity. Using a torque driver, all set screws were able to tighten down and secure test leads normally. It is believed that the cause of the reported inability to tighten the set screw was due to the set screw being completely backed out. (B)(4).

Event description:
It was reported that during the lead revision set screw connector issue was observed. The device was explanted and replaced. No further information is available.